Event description:
During bronchoscopy procedure (diagnostic), bronchoscope put through endotracheal tube, bronchoscope tip noted in patient's lung, retrieved with forceps. No adverse outcome to patient.